Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was fully extended and clogged with blood and tissue. The measured full helix extension length was within product specification. The reported events of lead dislodgement and decreased sensing threshold were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was a decreased sensing threshold noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgement was noted. The lead was explanted and replaced to resolve the event, and the patient was stable with no consequences.